Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2005ohms. While reviewing the information, a gradual rise and high capture thresholds were also noted. After the physician reviewed the information, a lead replacement was scheduled. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2005ohms. While reviewing the information, a gradual rise and high capture thresholds were also noted. After the physician reviewed the information, a lead replacement was scheduled. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.